Manufacturer narrative:
A philips remote service engineer (rse) spoke by telephone support with the customer biomed who reported they have repaired the device themselves and requested closure of the case. There was no onsite philips engineer evaluation of the reported loudspeaker error. There is no indication of parts being ordered / consumed and there has been no communication from the customer since the initial reported failure. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported a loudspeaker error on their intellivue mp50 patient monitor. It is unclear if there was audio being emitted from the device when the loudspeaker error malfunction was reported.